Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited pacing impedance measurements out of range on the right atrial (ra) lead. A signal artifact monitoring (sam) episode was noted due to oversensing artifact related to the minute ventilation (mv) feature signal on the same channel. Technical services (ts) was consulted and stated this lead seemed to be fractured. A drop in longevity was noted; however data analysis confirmed the device power consumption was appropriate for the therapy delivered and that there are where no concerning faults related to the device longevity. Ts recommended to bring the patient into the clinic for further troubleshooting. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, boston scientific has assigned an investigation conclusion code of cause not established. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Updated e. Initial reporter with email address. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited pacing impedance measurements out of range on the right atrial (ra) lead. A signal artifact monitoring (sam) episode was noted due to oversensing artifact related to the minute ventilation (mv) feature signal on the same channel. Technical services (ts) was consulted and stated this lead seemed to be fractured. A drop in longevity was noted; however data analysis confirmed the device power consumption was appropriate for the therapy delivered and that there are where no concerning faults related to the device longevity. Ts recommended to bring the patient into the clinic for further troubleshooting. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited pacing impedance measurements out of range on the right atrial (ra) lead. A signal artifact monitoring (sam) episode was noted due to oversensing artifact related to the minute ventilation (mv) feature signal on the same channel. Technical services (ts) was consulted and stated this lead seemed to be fractured. A drop in longevity was noted; however data analysis confirmed the device power consumption was appropriate for the therapy delivered and that there are where no concerning faults related to the device longevity. Ts recommended to bring the patient into the clinic for further troubleshooting. This lead remains in service. No adverse patient effects were reported.